Event description:
Healthcare professional reported "when they opened resterilizable sizer, adhesive didn¿t open or come off properly. Healthcare professional is concerned maybe it¿s getting too hot when they are being transported¿. The device was not implanted. It is unknown if surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device not implanted).

Event description:
Healthcare professional reported "when they opened resterilizable sizer, adhesive didn¿t open or come off properly. Healthcare professional is concerned maybe it¿s getting too hot when they are being transported¿. The device was not implanted. It is unknown if surgery was completed with a backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photograph(s) for the device related to the reported event of tyvek or thermoform sticking was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: tyvek or thermoform sticking: observed, delamination on the external thermoformed lid. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.